Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not being recognized. A field service engineer logged on to verify the serial number and captured a photo of the storage space. The customer had been experiencing issues with the drawer, and during the previous visit, it was suggested that replacing the drawer might resolve the problem. The fse retrieved a new two drawer assembly from storage and replaced drawers 2.1 and 2.2 on the station. Hardware test application (hta) testing was performed and completed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 was not being recognized. The station failed to acknowledge the drawer even after a reboot. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.